Event description:
It was reported that while inserting the screw into the pt's tibia, the screw head broke off. The screw was being used with a periarticular distal tibial plate.

Manufacturer narrative:
Eval summary: the fracture might have occurred due to overload in torsion and bending. The reason for screw fracture could be due to but not limited to: use of powered driver instead of manual screw driver, off-axis seating of the driver and/or failure to pre-drill the bone to full depth. With the info provided, root cause could not be determined. Eval: only the head of the screw was returned for eval. The screw meets print specifications where measured. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.